Event description:
It was reported that during an in-clinic follow-up, there were episodes of noise and oversensing that resulted in false automatic mode switching episodes due to electromagnetic interference. No intervention was performed at this time. The patient was stable and will continue to be monitored.